Manufacturer narrative:
The complainant alleges that the bedside monitor did not alarm, when the patient went asystole for about 3 minutes. The patient was being treated for a gunshot wound. There was no adverse patient outcome reported. Since there was no delay in treating this patient and there was no reported adverse patient outcome, this event is not considered to be a reportable death or serious injury. Evaluation of the ECG module following the event indicated that the module was operating to specification. The module was capable of recognizing arrhythias and providing alarms. A central station log file was provided. Review of this file indicated that data from the time of the event was overwritten and the data contained within was not relevant. The lack of an alarm for an asystole can be the result of ECG alarms being turned off at the bedside, alarms being suspended by a user at the bedside, or alarms being silenced by a user at a central station, all of which are intended functions of the device. Investigation results concluded the device was functioning properly, and reasonably concluded that the alarms were silenced by the operator and no malfunction occurred.

Event description:
The customer reported that the bedside monitor did not alarm, when a patient went into asystole for 3 minutes.